Manufacturer narrative:
(B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 305194 and lot number 4159481. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305194, batch#: 4159481. The doctor was injecting medication into the patient's cervix using a 12ml control syringe with a needle extender and a 23g hypo attached to the end. When removing the injection apparatus from the vaginal cavity, it was noted that the metal hypo portion of the needle was not attached to the plastic portion of the hypo hub (broken off). The doctor examined the cervix and noted the hypo imbedded in tissue. Used an instrument to remove the broken hypo. The hypo (metal and hub) was compared to a new (same) hypo, where it was determined that they lengths were the same. Also noting the bevel end and the broken end distinctively. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury can you please provide an exact date of event in format dd-mmm-yyyy? 11-26-2024. Total number of occurrences? Just 1. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Unfortunately, there was no sample available.